Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 113 mg/dl, and the meter bg reading was in the 400s mg/dl. As a result of the basal suspension, customer's blood glucose (bg) level rose to 483 mg/dl with high ketones a healthcare provided identified as life threatening. Customer gave a correction bolus via the pump and consumed water to address bg level. Customer went to the emergency room and was admitted into the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and was released from the hospital, (B)(6) 2025 with the issue resolved and no permanent damage. Additionally, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.